Event description:
Members of our affiliate attended the 45th anther country's association for ocular infection. The following case was presented. A pt wearing acuvue 2 lenses developed acanthamoeba keratitis. The following info was provided at the conference and through a monitoring form sent to the presenting doctor. The pt was seen in 2007 with pain od. The pt was referred to a hospital on the following month, where radial keratoneuritis and multiple microinvasions in temporal epithelium and superficial stroma were observed. Treatment: eye drops (miconazole, chlorhexidine gluconate, voriconazole) and administered ocular ointment: (pimaricin). Outcome: va 0.6 (20/35) 10 days after starting treatment. Va improved to 1.0 (20/20) on the 17th day after beginning treatment. On eleven days later the pt was discharged from the hospital. Lens care: the pt replaced multipurpose solution every day. -rohto c3 soft one moist (rohto pharmaceutical co., ltd.) And rubbed cls occasionally. The pt allowed the lens case to air dry. The pt reportedly also rubbed lenses with water. Wearing schedule: 16 hours per day. No add'l info provided. MDR's are reviewed at quarterly management review meetings.

Manufacturer narrative:
No conclusions can be drawn.